Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding transpac IV monitoring kit with 30 ml squeeze flush device, 10 ml where it was reported that no blood pressure measurement was taken or that the readings were inaccurate. There was a patient involvement with no harm.